Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 124 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.